Event description:
It was reported that during routine follow-up, the patient stated that the position of the pulse generator seemed unusual. Redness was noted at the site and twiddler syndrome was suspected. The device was repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.